Event description:
The company was notified that the patient underwent surgery due to infection. The patient's device remains implanted. A supplemental report will be submitted once more info is obtained.